Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had unexpected low blood glucose levels. The customer stated they had experienced low blood glucose levels up to 40 mg/dl. They would treat with food. The customer¿s current blood glucose level was 76 mg/dl. Troubleshooting was performed. The alarm history showed low reservoir alerts. The device will not be returned for analysis.